Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision due to pain. No further information is available at this time.

Event description:
Revision surgery was reported due to a peri-prosthetic fracture.